Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms. Oversensing was also observed. The rv lead was programmed off due to a fracture. Additional information was received that a revision procedure was performed. The rv lead was observed to have been fractured as a result of the patient performing aggressive yoga techniques. The rv lead was replaced with no adverse patient effects reported. No adverse patient effects were reported during the procedure. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.